Event description:
Reporter alleged the active system generated a blood glucose result prior to the test strip being dosed with blood or control solution. Reporter stated the system generated a result of lo (< 10 mg/dl) after the un-dosed test strip was inserted. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.